Event description:
Damaged transformer housing - breach present transformer housing was cracked and there is a loose screw. No injuries, did not witness sparks, flames, or smoke.

Manufacturer narrative:
A replacement power supply was sent to the customer. In follow up with the customer she stated that the screws were loose and the transformer broke in half. She also indicated that she did not witness any sparking, fire, flame and that no injuries were sustained. This type of failure is typically associated with dropping the unit onto a hard surface or other type of severe impact. The original design testing involved dropping the unit from a 1.0 m height per ul2601-1 second edition. Production samples were dropped three to five times from a height of 1.0 m and the housings showed damage and cracking (only after at least three drops). The unit as received was not broken apart as the consumer indicated. The unit looked like the two housing pieces were glued or welded together. This product was released as a result of CAPA (B)(4), which was initiated for pump in style transformer overheating/melting issues for which a field action safety notification was initiated on 04/04/2011. Complaints against this product are currently being investigated in order to determine root cause and will continue to be monitored. Evaluation summary: a visual examination of the power supply revealed the transformer housing was glued or welded back together. A visual examination of the cord revealed nothing unusual. The power supply was plugged in and the voltage across the dc plug was measured at 13.9 vcd, which is normal and indicates that the power supply is producing the correct voltage. Resistance across the dc plug was measured open, which indicates that there is not a short in the dc cord. Smoke, fire and sparking were not observed while the power supply was plugged in. The resistance across the ac blades measured as 55.0 ohms, which is normal and indicates that the thermal fuse did not blow.